Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead could be back loaded over the guidewire, but was then unable to be advanced passed the lead tip. A second guidewire was attempted with the same result. The lead was removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.